Manufacturer narrative:
This report is submitted on november 29, 2022.

Event description:
Per the clinic, the patient experienced a skin breakdown and extrusion of receiver/stimulator at the implant site (date not reported). The patient was treated with oral antibiotics on (B)(6) 2022. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but is not available as of the date of this report. This report is submitted on december 23, 2022.